Event description:
It was reported that during a stent graft deployment procedure for treatment of aneurysm in left iliac artery retrograde right common femoral artery, the stent graft allegedly failed to deploy due to high release force. It was further reported upon removal, a break was identified on the delivery system. Reportedly, the device was removed without incident and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the evaluation of the returned sample the reported deployment failure could be confirmed. The stent graft was found to be partially deployed and the outer sheath was found elongated which indicates that high release force was present during deployment attempt. Furthermore the catheter tip was found perforated by a stent graft strut which made a stent graft deployment impossible. The reported breakage on the delivery system could not be found. However, it was assumed that the unscrewed tuohy borst valve was noticed as a breakage by the user. The tuohy borst valve was not broken but unscrewed which can be caused during deployment by holding the y-injection adapter after opening the valve. No indication was found for a manufacturing related issue. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device and the patient anatomy the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.', and 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the IFU states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.' The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure for treatment of aneurysm in left iliac artery retrograde right common femoral artery, the stent graft allegedly failed to deploy due to high release force. It was further reported upon removal, a break was identified on the delivery system. Reportedly, the device was removed without incident and another device was used to complete the procedure. There was no reported patient injury.